Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a blood sugar of 429 mg/dl. The current blood sugar is 113 mg/dl. The customer treated with the insulin pump. The recent high blood sugar event began at 7:50 pm on (B)(6) 2017. The infusion set was last changed: (B)(6) 2017. The blood sugar on (B)(6) 2017 was 182mg/dl. On (B)(6) 2017 the blood sugar was 38mg/dl. Troubleshooting was performed. The insulin pump was functioning as designed. Nothing is returning.